Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Product ID: 8709sc, lot# n192913009, implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-feb-2026, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal sufentanil 60mcg at 2mcg via an implantable pump. The patient presented today for catheter revision, upon opening the pump pocket, the operating physician discovered the entire indura catheter was displaced from the thecal sac, coiled in the pump pocket, and the anchor was not intact. At the time of this event, the patient had not experienced any symptoms of withdrawal. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Actions/interventions taken to resolve the physician removed the old indura catheter and placed a brand new ascenda 8781 catheter. The issue resolved at the time of this report.